Manufacturer narrative:
(B)(4). Year of birth: 1945. Concomitant medical products: 00-5968-014-51, lot 62577937, nexgen lps flex femur d; 00-5980-037-01, lot 62630914, nexgen tibia size 3; nexgen patella 32mm; unknown cement. Foreign country: germany. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent initial left total knee arthroplasty. Subsequently, the patient was revised approximately 3 years post implantation due to pain, instability, ligament laxity, and infection. During the revision, widening of the flexion and extension gap was noted. The poly was exchanged without complication. Additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient presents with increased pain, reddening, and immobility of the joint accompanied by fever; instability and ligament laxity noted on exam; no sign of loosening; articular surface replaced without complication. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.